Event description:
Patient was referred for prophylactic replacement, and high impedance was seen in pre-op. The generator was replaced and impedance was still high. Patient had been having increased seizures. The explanted generator has not been received for analysis to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.

Event description:
The patient presented with normal impedance. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.